Event description:
It was reported that the customer had high blood glucose levels (282 mg/dl). Customer, reportedly, may have used cold insulin to fill cartridge.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge."